Event description:
It is reported that the orthopedic surgeon performed an intertrochanteric nail placement and an attempt was made to place screw in the proximal static hole, the itst drill bit broke. The itst drill bit was left in place as it was in the bone and the surgeon was unable to retrieve.

Manufacturer narrative:
Info was received from a user facility who is not required to complete form 3500a. Eval summary: according to the product complaint, the 5.0 mm drill broke while drilling the proximal static locking hole for the itst mail. No other reported cases of this size drill breaking since itst was first released approx ten years ago. It is not known how much load the surgeon applied to the drill during the procedure, or if the drill was subjected to any off-axis loading that could have resulted in bending moment stresses and fracture taking place. However, the cause of this issue cannot be determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.